Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 6 atmospheres; however, on the second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material over the distal markerband. There is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 6 atmospheres; however, on the second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.